Event description:
This report addresses the titanium adapter. A nurse contacted baxter's technical service center to report a connection issue between a transfer set and titanium adapter that occurred during use. The nurse reported that the issue occurred on patient who had the catheter attached recently. The surgeon involved with the patient was experienced and had screwed the set very tightly. The disconnection happened when the patient was at home and the patient reconnected to the set to the titanium adapter by themselves. The nurse stated this technique should have been performed in a strict aseptic environment and patients were not trained for this. Visually, nothing seemed to be wrong with the transfer sets. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined. Since the lot number is unknown, no batch review will be performed.